Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient experienced bent cannula, which led to high blood glucose level event on (B)(6) 2026. The insertion site was lower back. The infusion set was in use for two days. The patients blood glucose level was 398 mg/dl. During event, the patient was treated with pump correction. No further information available.